Manufacturer narrative:
Visual inspection of the product could not be performed because the device was not available for investigation. From the information provided, the ultrabutton slipped so the graft was not fully secured. Due to product not being available for evaluation, the complaint could not be verified and exact root cause for the failure is uncertain. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect tension applied during reduction. The instruction for use (IFU) were reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the loop in the ultrabutton slipped so the graft was not fully secured. The procedure was successfully completed using a competitive device. The incident resulted in a surgical delay greater than 30-minutes. No patient injury or other complications were reported.